Event description:
As reported, a bard/davol optifix straight fixation device was used to fixate a bard/davol 3dmax mesh on (B)(6) 2022. As reported, the first fastener was deployed at cooper¿s ligament and was broken. Approximately 7 to 8 fasteners were released from the device, 4 to 6 fasteners were deployed at another site and fixated the mesh. As reported, the broken fastener was removed from the patient¿s body and there were no loose fasteners. As reported, after fixating the fasteners, the device was cycled in air after which the fastener was deployed at the cooper¿s ligament again. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device deployed a broken fastener. Photo provided shows a broken fastener in vivo at the median marker on the 3dmax mesh. The subject device, broken fastener and cycled fasteners were returned for evaluation. Functional evaluation resulted in successful deployment of the last remaining fastener in the device. No manufacturing anomalies were found. The returned broken fastener and photo provided confirms the reported event. Based on sample evaluation and investigation performed, the most probable root cause is applied forces when in use while attempting to fixate the area at the cooper¿s ligament as reported. Review of manufacturing records shows the product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿